Manufacturer narrative:
Occupation: occupation is lay user/patient. The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Caller was not with meter to perform a display check at the time of the call. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter with an unknown serial number. The patient stated there are lines across the results field of his meter upon power on and the meter will not allow him to test. No results have been received on the meter since the issue began and customer has not misinterpreted any results.